Event description:
Procedure type: colectomy. According to the reporter: while clipping on the vessel of the distal side, the jaws did not open. To remove the device another clip was applied on the proximal side and the vessel was excised with a ligasure. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).